Manufacturer narrative:
Event date: this event occurred during an unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the tube that connects with the set used by the patient. The leak was identified prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was noted that there was evidence of a leak; however, the location of the leak could not be determined. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.